Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported there was no phacoemulsification (phaco) power with the handpiece during a cataract extraction with intraocular lens implant procedure. The handpiece became hot near the end of the phaco portion. There was no system message displayed. The case was completed using the same handpiece. There was no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided. The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample showed no visible nonconformities. The phaco handpiece was connected to a calibrated system, was tuned successfully, and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications per manufacturing test procedure (mtp). The phaco handpiece was manufactured on june 16, 2015. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).